Manufacturer narrative:
Concomitant medical product: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator.

Event description:
Information was received from a patient who was implanted with a neurostimulator for parkinson's duel and movement disorders. It was reported that the patient had two strokes, one on (B)(6) 2016 and one on (B)(6) 2016. The strokes required two MRI scans to determine the cause of the strokes and the patient experiencing confusion and general weakness more on the left side than the right; it is unknown if the symptoms were related to the device/therapy. It was then stated that the patient had "a few strokes" in the week prior to this reported. It is unknown how many strokes were experienced by the patient. Please see report number 3004209178-2016-18415.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.